Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of break and fluid loss were not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a broken connector between the pump and reservoir. A new ipp pump was implanted. It was further reported that three weeks prior to surgery the patient had trouble inflating his device due to the fluid loss. The patient was doing well following the surgery.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was explanted due to a broken connector between the pump and reservoir. A new ipp pump was implanted. It was further reported that three weeks prior to surgery the patient had trouble inflating his device due to the fluid loss. The patient was doing well following the surgery.